Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device cooling fan was found to not turn, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code. However, it was noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.